Event description:
The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
Correction: hvad pump and a segment of the associated outflow graft were returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported low flow event was confirmed via review of the controller log files which revealed a sudden decrease in power consumption and estimated flows on 18-feb-2019 to parameters below the normal operating range and 11 low flow alarms recorded since 18-feb-2019. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination. The outflow graft was returned with a surrounding foreign graft attached. Internal pathological report revealed no evidence of thrombus within the pump and outflow graft. However, the material noted between the foreign graft and the outflow graft is grossly and histologically consistent with thrombosis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that the outflow graft had obstruction and stenosis due to compressive force from accumulated serous fluid that was trapped between the outflow graft and an additional surrounding graft placed by the surgeon at implant. Based on the available information, the most likely root cause of the low flow event can be attributed to thrombus between the outflow graft and the foreign graft attached at implant which likely caused constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: lot # 1001884638 device available for evaluation: yes, return date: 06-mar-2019 device evaluated by MFR: yes dev rtn to MFR? Yes ,FDA method code(s): 10, 4112 , FDA results code(s): 213 , FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 419488 lead. Implanted: (B)(6) 2014; dtma1d4 ICD, implanted: (B)(6) 2017. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft, outflow graft/ 1001884638/ model #: 1125/ catalog #: 1125/ expiration date: 2019-04-30, UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2014-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) and suspected thrombus. It was further reported that the patient was currently on antibiotics for chronic driveline infection. The patient was asymptomatic with flows and power within normal values. Then, the patient developed hematuria and hemolysis. The patient¿s ldh continued to spike and the patient received tissue plasminogen activator (tpa). Computerized tomography (CT) scan revealed extensive thrombosis/foreign material in the outflow graft and it was noted that the patient had low flow alarms. The ventricular assist device (vad) was exchanged for a competitor device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: visual inspection of the returned outflow graft strain relief portion revealed an acute kink with an unusual strain relief configuration. This configuration showed two strain relief components with no connection between them. Additionally, no strain relief protection was present at the site of the kink. Based on the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to tissue between the outflow graft and the foreign graft attached at implant and/or incorrect strain relief configuration which may have led to the observed kink at the unprotected portion of the outflow graft. Additional products: outflow graft (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a sudden decrease in power.

Event description:
It was further reported that the outflow graft had obstruction and stenosis due to compressive force from accumulated serous fluid that was trapped between the outflow graft and an additional surrounding graft placed by the surgeon at implant.

Manufacturer narrative:
Additional products: outflow graft/ 1001884638. FDA device code(s): c63287. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.